Manufacturer narrative:
Other devices listed in this report: cat # unk, lot # unk, description: unknown shell. Cat # unk, lot # unk, description: unknown -2.5 ceramic head. Cat # unk, lot # unk, description: unknown sleeve. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported patient was revised due to pain.